Manufacturer narrative:
Event eval: still under investigation.

Event description:
In late (B)(6) 2014, during filter removal the doctor snared filter with no issues, but the filter was difficult to resheath. When attempting to resheath, added pressure was placed on both the snare and outer sheath, causing the plastic hub on sheath to detach. Also, when applying reverse pressure to snare, catheter stretched forcing doctor to cut catheter to access snare wire. Filter and retrieval system was then removed with no add'l issue. The pt did not require any add'l info procedures nor experience any adverse effects due to this occurrence.